Event description:
It was reported that protecta and revo software could not be loaded from online. The programmer was returned for software update. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the software needs to be updated before specific device software can be added. It was further noted that the electrocardiogram (ECG) connector was loose as shown by the wrist electrode and driven lead tests being out of specification during functional testing.